Event description:
It was reported that, customer called in stating her air bubble mattress made out of plastic is not fully inflating. The motor runs, but nothing happens.

Manufacturer narrative:
It was reported that customer called in stating her air bubble mattress made out of plastic is not fully inflating. The motor runs, but nothing happens.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.